Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose but has not had any pump error alarms. She stated that she was trying to upload her pump to carelink and received a software error message on her meter and wanted to know if that might be why her pump is having issues with her blood glucose. The customer was assisted with performing the self-test and it passed. She mentioned that she had been experiencing low blood glucose and crashing and that she adjusted the basals. She stated that she was going to call her doctor¿s office to help her out so therefore there was no need to troubleshoot for her low blood glucose. She mentioned that she could be 130 mg/dl at lunchtime and then an hour later, drop back down to 50 mg/dl. The insulin pump will not be returning for analysis.